Manufacturer narrative:
Received one, plp2520 in opened original packaging. Lot number was verified. Performed a visual inspection, the device was returned with the plug cut off from the device; however upon investigation, the handpiece was cracked open and it was evident that the coagulation button was concaved and making continuous contact with the circuit board. The root cause cannot be determined, however, based upon evaluation and the IFU, the likely cause of this event was tissue or fluid ingress into the button site affecting button depression. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of (B)(4) devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, plp2520, plumepen elite surgical smoke evac pencil, 15ft tubing,qty(B)(4), was being used in an unknown procedure on (B)(6) 2024 when it was reported, ¿nero-monitoring noticed interference in the monitoring and it was noted that the plume pen pencil was constantly staying on without anyone pressing the buttons¿. There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed using an alternate, but same device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received

Event description:
The customer reported that the device, plp2520, plumepen elite surgical smoke evac pencil, 15ft tubing,qty20, was being used in an unknown procedure on (B)(6) 2024 when it was reported, ¿nero-monitoring noticed interference in the monitoring and it was noted that the plume pen pencil was constantly staying on without anyone pressing the buttons.¿. There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed using an alternate, but same device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.